Event description:
Extreme pain for 2-3 weeks post-uae. Six days post-uae developed bladder infection. Treated 2 rx with antibiotics with no improvement. Bilateral flank pain. Pain in middle of abdomen with urination. Five weeks post-uae developed lower back pain. Concerned that pre-uae doctors made procedure sound simple and did not inform her of the known risks and adverse effects.